Event description:
Customer called in to customer service to report that the housing on her transformer for her pump in style completely fell apart. Customer was pulling it out of her bag and not using it at the moment. She didn't see anything else unusual.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation. Therefore no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in a new, changed, or corrected information, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling, and abuse conditions that could arise from logistics of the consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaint against this product are currently being monitored for effectiveness of the above mentioned correction action.